Event description:
It was reported that the patient stated that the right ventricular (rv) lead was to be extracted and also feeling a "shocking type feeling" in the right breast. Consultation with a healthcare professional occurred. It was later reported that the right ventricular (rv) lead exhibited high impedance with a possible lead fracture, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: cd2231-40q ICD, implanted: (B)(6) 2010. (B)(4). This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action.